Event description:
It was reported that the physician's programming system was experiencing communication issues. It was reported that the end of the cord on the wand was detaching. The handheld and wand were received for analysis. Analysis of the wand was completed. The event was not confirmed although the strain relief grommet was dislodged from the handle. Continuity testing of the serial data cable and the battery cable passed. After a known good bench battery was installed, the programming wand performed according to functional specifications. Analysis of the handheld was completed. During the analysis no functional anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The handheld serial cable was not received for analysis. The serial cable is suspected to be the cause of the communication issues. It was reported that the serial cable was discarded and will not be returned for analysis.

Manufacturer narrative:
.